Event description:
The customer reported that while the unit was in use on a pt, the unit's iab augmentation and verify keys functioned intermittently. Therapy was continued. No patient injury was reported.